Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose with rebound episodes and one episode of severe hyperglycemia after a cartridge became dislodged from the ilet, despite the luer connector reportedly being turned a quarter turn to tighten; the patient treats lows with 15 grams of carbohydrates per the 15/15 rule and is scheduled for additional training, with trainer-initiated target adjustments already made. Symptoms included hypoglycemia with a nadir of 65 mg/dl for approximately 1.5 hours and hyperglycemia up to 392 mg/dl for approximately 4 hours, without loss of consciousness or other acute complications. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy beyond oral glucose for lows. Investigation included troubleshooting with education and assignment for additional training regarding hypoglycemia treatment and device setup. Investigation of this case revealed patient overtreatment dynamics and technique concerns related to hypoglycemia management, with a reported cartridge connection issue but no associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors.